Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic with history of atrial noise. Atrial oversensing was reproducible with deep breathing. Programming changes were made. No further issues were noted.